Event description:
At about 2 days after the primary hip surgery, the patient sustained a joint luxation and the cause is unknown. The surgeon revised the head, liner and also the stem in order to get more offset and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02-oct-2024. Lot 2414781: (B)(4) items manufactured and released on 10-jun-2024. Expiration date: 2029-05-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other device involved: liner: mpact flat pe hc liner ø36/e (k103721) lot 2346403: (B)(4) items manufactured and released on 02-jan-2024. Expiration date: 2028-12-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with two similar reported events during the period of review.